Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at distance and near and cannot adjust to halos. The lens was exchanged for another lens model 01 month 12 days following the initial procedure. Clinical reason for explant was mentioned as reduce halos and possibly improve vision. Additional information has been requested.